Manufacturer narrative:
Eval summary: the product was returned for analysis, haptic and optic damage was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an unapproved cartridge was used. Not enough info was provided to conduct a review on the cartridge lot. The account used an unapproved lens/cartridge combination. The root cause is most likely related to a failure to follow the dfu. Account used an unapproved lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received for the quality issue. An add'l questionaire to obtain info regarding the adverse event was not received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke. Add'l info was received from the surgeon, who reported that during the intraocular lens (iol) implant procedure, there was an increase size of posterior capsule opacification and caused vitreous prolapse into the anterior chamber. A vitrectomy was required. Add'l info has been requested.